Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct to treat biliary stenosis during a biliary duct drainage procedure performed on june 26, 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, a 6x8mm axios stent was positioned in the bile duct, which was dilated to 20mm. However, the distal part of the stent failed to open despite waiting. The physician used a guidewire for safety, removed the malfunctioning stent, and successfully placed a new one. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event.